Manufacturer narrative:
(B)(4).

Event description:
It was reported that since the generator change on 9/7/2016, patient has complained of heat coming from device. The device was explanted and replaced. There are no adverse consequences.

Manufacturer narrative:
The reported field event of heat coming from the device was not confirmed in the laboratory. The device was tested on the bench and using automated testing equipment and no anomalies were found.